Event description:
Peg tube inserted by surgeon in the operating room. Md was unable to verify how far the peg tube was in the pt, since the tube did not have any calibration marks on the peg tube. The guide wire was left in and the defective peg tube was removed. A new peg tube was obtained and able to be placed over the wire for insertion. Per the surgeon, the pt did not suffer harm, but had to remain under anesthesia a little longer due to the delay in peg insertion.